Event description:
Reporter alleged blood glucose measured 42 mg/dl back to back with a result of 202 mg/dl wihen testing as performed within 30 seconds of each other. It was stated customer did not have any symptoms of low or high glucose at the time. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.